Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that on (B)(6) 2016, a vtach occurred, but per nursing staff, no alarm alert sounded or was seen in alarm review. The device was in clinical use, and there was no patient/user harm reported.

Manufacturer narrative:
There was no device malfunction; a review of the alarm logs supplied by the customer biomed showed the device was functioning as intended. The biomed had tested the monitor and alarms were working for vtach. When the logs were reviewed with the philips customer support center, the biomed stated that in the audit log, the alarms were paused. A review of the logs by a philips clinician confirmed that the customer had paused the alarms at 11:37, and did not resume until 11:39. It is concluded that after the resume, the condition had been resolved. The device remains at the customer site, and no subsequent calls have been logged for this device/issue. No further investigation is warranted at this time.

Event description:
The customer reported that on (B)(6) 2016, a vtach occurred, but per nursing staff, no alarm alert sounded or was seen in alarm review. The device was in clinical use, and there was no patient/user harm reported and no immediate clinical action reported. There is no indication that there was lack of awareness of the patient condition and no indication of delay in patient treatment.